Event description:
Caller reported a potential false positive troponin I (tni) result on triage cardiac panel vs. Repeat on another triage meter and siemens analyzer. At 9:30 am, a sample was drawn and the whole blood run on the triage cardiac panel giving a positive result. The d-dimer result was normal. The sample was spun down, frozen and run at a sister site two hours later giving a negative result. A fresh sample was drawn in heparin eight hours later and run on the siemens analyzer giving a negative result. Patient discharged, dx chf. Med hx, med list unknown, other diagnostic tests results unknown (cxr and EKG).

Manufacturer narrative:
Product support conducted testing of retained cardiac w49201 with calibrator z (negative control), calibrator h (positive control), and 2 normal (apparently healthy) whole blood (edta) donors (negative controls). Product support observations for tni recovery follow: no false positives or high bias in tni recovery was observed. No error codes or device issues were observed. All data points with cal z were below the mfg cutoff. No false positive result was observed. All data points with cal h were within the mfg 2sd range with a % recovery of 103% (within the mfg final release specs). All data points with the normal whole blood donor samples were below the mfg cut off of 0.05ng/ml. No false positive result was observed. No false positive results were observed with any of the negative control samples. No high bias in tni recovery was observed with the positive control. The customer complaint of a false positive tni result was not replicated with the control samples. Conclusion: product support tested retained cardiac lot with pos and neg controls and whole blood normal donors. Observations were for tni recovery. No false positives or high bias with any sample was observed. All devices functioned as expected without error codes. Customer did not return any patient sample for testing. Unable to rule out sample specific interference that is known to affect analyte recovery. (B)(4). No product deficiency was established; no corrective action required at this time.